Manufacturer narrative:
Physio-control contacted the customer to request additional information on the patient. No response has been received from the customer. Patient fields in which information is not provided were intentionally left blank. Physio-control evaluated the customer's device and was unable to duplicate the reported issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device unexpectedly lost power. This issue is patient related; however there was no adverse event reported.

Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported issue in the device's electronic files. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. Physio-control determined the likely cause of the reported issue was a battery that was not properly latched into the device.

Event description:
The customer contacted physio-control to report that their device unexpectedly lost power. This issue is patient related; however there was no adverse event reported.